Event description:
It was reported that no images could be recalled on the system creating delay. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The pt database was removed and reconstructed. The system was tested and found to be working as intended and placed back into service.